Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device distal end cover dropped out and fell off into the patient. The issue occurred during therapeutic endoscopic retrograde cholangiopancreatography (ercp)/sphincterotomy procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal end cover was used without being properly attached. However, since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.